Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported gastrointestinal (gi) bleed could not be conclusively determined. The patient's system controller log file from the time of admission was submitted which captured routine power changes and pi events. Besides these events, the device appeared to be operating as expected at the set speed of 5300 rpms. No unusual events were captured in the log file. Similar events were noted in the controller periodic and lvad event and periodic log files. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received 6 units prbc¿s. Patient was given intravenous proton-pump inhibitors. A video capsule endoscopy (vce) was performed which found no evidence of active bleeding, however did identify a single diminutive erosion in the ileum, this did not explain the bleeding. Epistaxis was felt likely due to continuous positive airway pressure treatment (CPAP), improved with afrin.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 5 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was seen as an outpatient clinic on (B)(6) 2017 for a routine visit and complained of fatigue and shortness of breath. Labs revealed a drop in hemoglobin from 8.9 to 7.1 mg/dl. The patient also reported having some episodes of epistaxis at home and one dark/ tarry bowel movement on day of admission. Aspirin was held but coumadin continued. The patient was transfused with 1 unit of packed red blood cells. Site of bleeding was reported as gastrointestinal. No additional information was provided.